Event description:
It was reported that a "pancreatico duodenectomy" was performed in 2002. Synthetic absorbable suture was used for peritoneum and fascila closure. A skin stapler was used for subcutaneous tissue and epidermis. It is believed that the patient sneezed in the middle of the night and that this opened the wound. The patient's abdomen was swollen and the patient had pyrexia. The patient was re-operated on. Approximately 9-10 strands of suture were cut and take out easily with forceps. It is not clear if the suture broke or if the knots came undone. Interrupted technique with nylon suture was used for the repair.